Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer was spontaneously shutdown. It was also unable to confirm that the there was an issue with the ECG port. It was noted that the stylus was missed. The power cord bay broken. It was further noted that the left antenna failed functional testing. The left keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was spontaneously shutdown and was able to power on after restarting and allowing it for a slow startup. It was noted that the electrocardiogram (ECG) port had an issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.